Manufacturer narrative:
(B)(4) lot unknown. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: without a lot number, a review of the service history records could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the screws from two (2) synframe half ring instruments were discovered to be missing during the sterilization process. Although the missing screws have not been found, there were no visibly broken pieces on the remainder of the instrument. No patient or surgical involvement was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): a service and repair evaluation was performed ¿ the customer reported the screws were missing. The repair technician reported the hex screw and stop screw were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: hex screw m7 x 0.75, stop screw. The item was repaired, passed synthes final inspection and returned to the customer on 16-dec-2015. The evaluation was confirmed. Service history review ¿ service history review: part no. 387.337, lot no: 1596891. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 5-dec-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.